Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 9, drain volume 262ml. This event meets overfill criteria. The nurse was contacted. The results of the evaluation and the probable cause identified were provided.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device, performed a service history review (shr) and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device log, or shr. The assignable cause of the iipv was: insufficient drain - false empty detect and use error, inappropriate bypass of the low drain volume alarm and one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.